Manufacturer narrative:
Analysis of ins model 3058 serial # (B)(4) showed no significant anomalies. Foreign materials were found in the ins connector port (suspected body fluid). Once the connector port was cleaned out, a lab functional test determined there was good stable output on each electrode and there were no issues when pressing on the ins can. Analysis of lead model 3093-28 lot# v221333 confirmed that the #1 and #3 circuits were open due to a break of the #1 and #3 conductors. The break was in the body of the lead at, or near, the tines and between the most proximal tine and the marker band (5.4 cm from the distal end of the lead). The marker band was visually crushed.

Event description:
It was reported that the lead and implantable neurostimulator were removed and replaced due to impedances over 4,000 ohms on most electrode combinations. There was no patient injury. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model 3093-28, lot # v221333, implanted: (B)(6) 2009, explanted: (B)(6) 2011; programmer model 3037, serial # (B)(4).